Event description:
It was reported the manufacturer representative had questions regarding a potential malfunctioning pump. The patient began to feel bad just after a colonoscopy and 15 days prior to the refill date. The patient had weakness in their legs and they felt "it" was a lack of morphine. No alarms were noted to have been occurring. The healthcare professional (hcp) was worried about the patient. The pump was empty 15 days before the expected date with no warning alarm. The hcp did not think a mistake was made when they gave the patient the appointment for the refill because it was "checked twice". The patient did not have a patient programmer and was not programmed to receive boluses. Pump logs indicate a low reservoir alarm occurred on (B)(6) 2015 (scheduled low reservoir alarm date) when the pump was interrogated on (B)(6) 2015 at 13:48. The pump was filled and reprogrammed to 20 ml on this date. The pump was interrogated, again, on (B)(6) 2015 and an "empty reservoir alarm occurred" message and an "low reservoir alarm" message was seen. Pump logs indicated the pump had dispensed 27.1 ml since last updated. The pump was used to deliver morphine. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).